Manufacturer narrative:
(B)(4). On may 16, 2018, it was reported that the mesher failed during use since the ratchet handle could not be engaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated 1.5:1 ratio cutter serial number (B)(4) as documented in the repair reports in (B)(4). Product review of the skin graft mesher by zimmer biomet (B)(4) on june 18, 2018 revealed that the handle was jammed and stuck on the bottom roller. The handle was able to be removed from the bottom roller. The handle and bottom roller were both damaged. The inner ratchet gears were badly burred. The comb was also noted to be damaged. The right side plate was worn on the inside surface. The shoulder bolts, washer and nuts were damaged. The bottom roller gear was worn. The 1.5:1 cutter provided an incomplete mesh. Repair of the skin graft mesher was not performed by zimmer biomet australia since the customer has not made a decision on the repair quote at the time of this investigation. The reported event was confirmed since during product review the handle was stuck on the bottom roller. The cause of the ratchet handle not engaging was due to the handle being stuck on the bottom roller. The root cause of the ratchet handle failing could not be determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the mesher was failed while trying to use it. The ratchet handle could not be engaged. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent, failed mesh, and stuck component.